Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer experienced excessive bleeding after inserting the adc sensor. The customer reported unspecified treatment from third-party due to this issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the applicator and no issues were observed. Applicator has been fired correctly. Pried open the applicator to inspect the sharp and no issues were observed. Sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed on sensor pack and no issues were observed. The lid was completely peeled off. Sensor (B)(6) has been returned and investigated. Visually inspection has been performed on the sensor and no issues were observed. Sensor plug was properly seated. Inspected the plug assembly, no issues were observed. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer experienced excessive bleeding after inserting the adc sensor. The customer reported unspecified treatment from third-party due to this issue. There was no report of death or permanent impairment associated with this event.